Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the or for implant. During the dft test, the patient was converted through external defibrillation, which resulted in losing telemetry. Upon interrogation the device was in back up vvi. It was suggested that backup vvi was caused by external defibrillation. The device was able to be restored. The download was performed. The patient was stable and will continue to be monitored.